Event description:
Customer states when the doctor went to remove the micropuncture sheath the hub disconnected from the main body of the sheath. When the doctor pulled on the main body of the sheath, approximately one half of it came off- there was not harm to the patient all was retrieved.